Event description:
During an interrogation, it was reported that the printout from the programmer showed the basic rate lower than the rest rate. The device remains implanted.

Event description:
During an interrogation, it was reported that the printout from the programmer showed the basic rate lower than the rest rate. The device remains implanted.

Manufacturer narrative:
(B) (4) the printout from the programmer shows the basic rate lower than the rest rate. A response from the manufacturer is pending. Since the device remains implanted and no programmer files were obtained, the manufacturer reviewed the case. Analysis of a similar case showed the inconsistent programming occurred when the basic rate was decreased by the user while rate response was set to no before implantation. There is no effect on device operations and the device can remain implanted. (B) (4): device remains implanted.

Manufacturer narrative:
The printout from the programmer shows the basic rate lower than the rest rate.a response from the manufacturer is pending. Device remains implanted